Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. At the time of the report, the customer had already changed the cartridge and infusion set, therefore no troubleshooting could be performed to determine a root cause.